Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned. Reported defect not reproduced. No defect found most likely underlying root cause: mlc-055-user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system note: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from non-fasting meter to meter comparison results of 51mg/dl using true metrix meter and 119mg/dl using another device. The customer¿s expected am fasting blood glucose test result range is 80-100mg/dl and expected pm fasting blood glucose test result range is 100-140mg/dl. Customer stated her expected blood glucose test result while non-fasting is in the 100's mg/dl. Customer stated on (B)(6) 2021 she had obtained back to back blood glucose test result using the true metrix meter of 51 and 60mg/dl non-fasting; customer had tested using another device and obtained a result of 119mg/dl non-fasting. The customer feels well and did not report any symptoms. Customer stated when she obtained the result of 51mg/dl non-fasting, she had hurried and drank 3 cups of juice and ate toast; customer stated this had caused her to become sick and she had vomited. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call, a blood test was performed by the customer fasting and produced test result of 125mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/24/2023 and open vial date is two weeks ago. The meter memory was not reviewed for previous test result history.